Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath and there was a lot of resistance when attempting to advance the vizigo sheath across the fossa. It was reported that there was a lot of resistance when attempting to advance the vizigo sheath across the fossa. Vizigo sheath seemed to buckle at the tip. They replaced the vizigo sheath and the procedure continued. There was no patient consequence reported. Additional information was received. The resistance was against the vasculature. No change on the shaft surface was observed. Soft tip was observed to have buckled. Only damage observed was at the soft tip of sheath and uncertain what caused this damage. No resistance with the sheath when they were trying to put the catheter/dilator into the sheath or when they were trying to withdraw it from the sheath. No damage was observed in the dilator or catheter. The dilator/catheter/needle were able to move within the sheath. The resistance did not result in high force to move catheter, catheter slipping out of the sheath nor was the dilator/catheter/needle stuck in the sheath.

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-jul-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. Additional information, h4. Device manufacture date was obtained, therefore the d4. Primary UDI number has been added (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
During an internal review on 11-jul-2024, noted a correction to the 3500a initial under h6. Medical device problem code field as was processed as insufficient information (a26) and it should have been processed as difficult to advance (a150205). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath. It was reported that there was a lot of resistance when attempting to advance the vizigo sheath across the fossa. Vizigo sheath seemed to buckle at the tip. They replaced the vizigo sheath and the procedure continued. There was no patient consequence reported. The device evaluation was completed on 11-nov-2024. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. A dimensional test was performed on the outer diameters of the shaft sheath, and the results were found within specifications. A microscopic inspection of the tip was performed and no damage was found. A device history record was performed for the finished device batch number, and no internal actions were identified. The resistance reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 04-dec-2024, noted a correction to the d4. Primary UDI number field as it should have been processed as (B)(4). Manufactured date should not have been included. This UDI number should have been included in the 3500a initial. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).